Event description:
Patient is on a calcium drip for his crrt. Rn noticed the pump was set at 60 cc/hr yet the fluid in the bag is not moving. The IV pump is reading it has delivered volume. Nothing was clamped or kinked. Renal was called, patient's calcium level was low and calcium drip rate increased. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter).